Event description:
It was reported that the patient was admitted on (B)(6) 2024 for recurrent type 2 respiratory failure requiring tracheostomy. The patient also had hypoactive delirium with ongoing lung infection and bacteremia, possibly earlier episode of pancreatitis with formation of a pseudocyst. Subsequently the patient developed acute kidney disease requiring renal dialysis. The patient was noted to have gradual deterioration and on (B)(6) 2025 the patient started having coffee ground aspirates from the nasogastric tube (ngt). Decision was made by the medical team to hold off blood transfusion in view of medical futility as well as anuric phase with risk of overload. In view of medical futility, the family decided on medical management and comfort care. The patient passed away on (B)(6) 2025. Site noted no further questions would be answered.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account indicated that no further information will be provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ""introduction"", lists respiratory failure, infection, renal failure, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.